Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission after receiving a patient notification alert, a previous hv lead impedance greater that upper limit was observed. Possible encapsulation of the device interfering with hv lead impedance measurement was discussed. Patient will continue to be monitored with routine follow-up.